Event description:
We received a report concerning an zct300 intraocular lens (iol) that rotated off axis 15 degrees and subsequently required a secondary procedure to reposition it. In follow up it was learned that following the reposition the patient's visual acuity was not greatly helped and the iol was positioned perfectly. The surgeon determined that there is nothing wrong with the iol and the patient's residual astigmatism is due some patient anomaly. He plans on performing a laser procedure in the future to provide the patient with better visual acuity which is currently 20/40.

Manufacturer narrative:
(B)(6) - secondary procedure- reposition of intraocular lens.device remains implanted.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional info: patient age/date of birth: (B)(6) 1959. Report reflects the lens implanted in the patent's right eye. Further, the patient has a model zct225 in her left eye with a great result. Catalog #: zct300u180. The manufacturing records were reviewed. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed high contrast ratio value and that the lens was within specification in terms of optical and cylinder power and resulting contrast during manufacturing. There were no associated nonconformity material reports. Sterilization records showed the batch was released and there were no non-conformances. Results of environmental control showed that there were no environmental monitoring related non conformances. The production order was not produced under deviation. There were no process and/or material changes within the production order and based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.